Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a boot missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed. The service technician visually confirmed that part of the boot was missing. Overly aggressive cleaning is a known cause to the reported event.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a boot missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.